Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that calibration of the stylus was not possible, and the display screen of the programmer experienced problems; the touchscreen was out-of-specification. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that calibration of the stylus touch-pen of the programmer was not possible, and there was a problem using the display screen; a different programmer was used. The programmer has been returned for repair. No patient complications have been reported as a result of this event.